Manufacturer narrative:
(B)(4). D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10: item name# ringloc bi-polar 28x47mm; item number# 11-165218; lot number# unknown. Item name# 28mm mod hd std neck tp1 taper; item number# 163662; lot number# unknown. G2: foreign - event occurred in netherlands. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k071723. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one day post right hip implantation, the patient passed away following a cardiac arrest and resuscitation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
It was reported the patient died approximately 1-day post-implantation following an initial right hip hemiarthroplasty after experiencing a cardiac arrest. Cardiopulmonary resuscitation was performed. The cause of death was reported as multi-organ failure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item name# ringloc bi-polar 28x47mm; item number# 11-165218; lot number# 564480. Item name# 28mm mod hd std neck tp1 taper; item number# 163662; lot number# j7314854. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, b7, d4, d9, d10, e1, e2, e3, g3, g6, h2, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed as this is a limited investigation, a review of the device history record will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Health care professional review - patients are assessed prior to surgery to detect any risks for cardiac complications; however, at times even with a complete work up, a patient may develop chest pain, EKG changes, and cardiac ischemia perioperatively. The stress of surgery can lead to myocardial ischemia or infarction via multiple mechanisms including coronary artery plaque rupture and myocardial demand ischemia. This leads to cardiac dysfunction caused by insufficient blood flow to the coronary arteries and may even lead to cardiac arrest. This at times may be masked due to anesthesia. This is a procedural related complication due to the stress of surgery and not related to a device. Root cause has been identified as unrelated to the device. Upon completion of the investigation reassessment was found that the event is not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.